Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06525. It was reported the patient was experiencing ineffective stimulation on the right side from her scs system. Images taken indicated the patient's right positioned lead migrated. As a result, the lead was repositioned during surgery on (B)(6) 2015. Effective stimulation coverage was reportedly restored postoperative. As it is unknown which lead was the right positioned lead, all possible lots are being reported.